Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 289 mg/dl, 62 mg/dl and 90 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter stated he self-treated with lemonade after the 62 mg/dl result and he took metformin about 1 hour after the 90 mg/dl result. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.